Event description:
It was reported that during a gastrectomy procedure, the manual activation did not work. Unknown how case was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
Date sent: 12/05/2008. Information anticipated, but unavailable at this time.